Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, an event occurred. The procedure was successfully completed using a different thunderbeat device. Furthermore, olympus was informed that teflon pad was partially detached from the jaw; exposing metal. No device fragment fell into the patient. The event occurred while the doctor was performing seal and cut using the device. A ¿short circuit ¿error was displayed on the generator during the procedure. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.